Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15696. It was reported that the patient passed away on (B)(6) 2022. The cause of death was not provided.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the cause of death was determined to be metastatic malignant melanoma.